Event description:
It was reported that during a routine generator change, the initially used replacement pacemaker was found to have no pacing when connected to the chronic leads. The pacemaker was not used and another pacemaker was used to successfully complete the procedure. The patient was stable throughout.

Event description:
New information received notes that an unspecified capture issue was noted on the patient's pacemaker.

Manufacturer narrative:
Additional information: h6: field should reflect new information of unspecified capture issue.

Manufacturer narrative:
The reported event of ¿capturing problem¿ could not be confirmed. The reported event of ¿no pacing¿ could not be confirmed. As received, the device was at ddd mode above elective replacement indicator level. The device was then programed to nominal settings for the remainder of the analysis. The results of all electrical test performed, including mechanical stress testing, capture test, output test and battery assessment indicate normal device characteristics. Longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity.